Event description:
It was reported that during patient treatment, there was an excessive leakage. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No investigation on the ventilator has been requested and no ventilator logs have been provided. The user facility stated the leakage was approx. 70% and the ett tube was upsized from 2.5 to 3.0 due to the excessive leakage which the patient tolerated well. The patient's tidal volumes (6.5 ml/kg) were matching despite the leakage. The patient had nitric oxide bled in through the system while in use as well. The user facility performed investigation themselves and reportedly performed a pre-use check and patient circuit test and everything passed as expected. Ventilation was also tested with an infant test lung on the patient circuit and the leakage was approx. 30% despite the closed system. Since no logs were provided for investigation, the root cause of the reported leakage has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800 d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 06/18/2021. Corrected manufacture date: 06/15/2021 h3 other text: 4117.